Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced a hypoglycemic event. The patient stated that the receiver only operates when charging and due to this issue, the patient fell and started 'groaning'. The patient's husband provided the patient with sugar, the patient fainted and woke up in the hospital. While in the hospital the patient was informed that their blood sugar was 50 mg/dl and was administered glucose via intravenous (IV) therapy. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and boot due to no power on. The receiver case was opened and a damaged battery, and cracked battery controller was found in the internal inspection. There was no log available to download. The allegation was confirmed. The probable cause was receiver damaged battery. No injury or medical intervention was reported.